Manufacturer narrative:
The device was returned for analysis. A visual and tactile inspection revealed multiple kinks along the hypotube shaft. No issues were identified with the outer or mid-shaft sections or the inner lumen of the device. Microscopic analysis indicated that the stent struts were lifted in the mid-section. The balloon cones were examined, and no issues were noted. The balloon wings were tightly wrapped and evenly folded, and they were not subjected to positive pressure. No movement was observed on the proximal marker band. The stent struts were flared at the distal section, and the bumper tip showed no signs of damage. The stent's outer diameter (od) was measured within the maximum crimped stent profile measurement. No other device issues were noted.

Event description:
It was reported that removal difficulties occurred. The patient underwent revascularization, during which the right coronary artery was treated with a 16 x 3.00 promus premier stent for an acute infarction. Later, in the same hospital admission, angioplasty was performed on the left main trunk and circumflex artery. Pre-dilation with a 3.0x20 emerge balloon at high pressure was required due to a calcified lesion before stenting the circumflex artery. However, the stent failed to pass through the lesion and got stuck in the calcification. Despite multiple attempts, repositioning the stent was unsuccessful, resulting in its extraction through intubation using the guiding catheter. It was observed that the stent strut had sustained macroscopic damage. No further information has been reported.

Event description:
It was reported that removal difficulties occurred. The patient underwent revascularization, during which the right coronary artery was treated with a 16 x 3.00 promus premier stent for an acute infarction. Later, in the same hospital admission, angioplasty was performed on the left main trunk and circumflex artery. Pre-dilation with a 3.0x20 emerge balloon at high pressure was required due to a calcified lesion before stenting the circumflex artery. However, the stent failed to pass through the lesion and got stuck in the calcification. Despite multiple attempts, repositioning the stent was unsuccessful, resulting in its extraction through intubation using the guiding catheter. It was observed that the stent strut had sustained macroscopic damage. No further information has been reported.